Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, a smart coil was inserted into the hub of the microcatheter; however, the smart coil would not advance past its initial position within its introducer sheath. After removing the smart coil and testing it on the back table, but the coil would still not advance past the initial position. The smart coil was pulled out of its introducer sheath and placed into saline. Next, the physician cut off the proximal end of the introducer sheath and then reloaded the smart coil into the introducer sheath and subsequently successfully implanted the smart coil into the target location. The procedure was completed at this point. There was no report of an adverse effect to the patient.